Event description:
The customer returned the main circuit board from a defibrillator with the statement that it was not operational. There was no pt involved. Tests disclosed a shorter zener diode (cr4) and a partially shorted transformer (t1) on assembly. It was not possible to determine which of the two actually caused the failure. The event is not occurring more frequently or with greater severity that is usual for the device.